Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp experienced inner shield or outer cover/cap does not attach/detach. Product defect was noted during use. The following information was provided by the initial reporter: material no. 320555 batch no. 9268420. Verbatim: consumer reported finding the non patient end not going onto pen straight or well. Prior needle used 320883 had better results and easier to use. Date of event: unknown.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned as of 1 may 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp experienced inner shield or outer cover/cap does not attach/detach. Product defect was noted during use. The following information was provided by the initial reporter: material no. 320555. Batch no. 9268420. Verbatim: consumer reported finding the non patient end not going onto pen straight or well. Prior needle used 320883 had better results and easier to use date of event: unknown.